Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Dentsply was not able to verify the complaint as the temperatures during production and quality testing did not exceed requirements. The returned attachment was tested by manufacturing personnel and did not meet production specification for rotation, run noise, leak, cap removal, color cap depth and sheath rotation specification criteria. Quality personnel then investigated the attachment. The attachment maximum temperature while free running with coolant spray off was 40.7°c and 31.8°c under load testing with coolant spray on. The attachment was then disassembled and microscopically evaluated. Microscopic evaluation revealed minor gear wear on the head-tail and head assemblies. Cap and head cavities and inner components looked good with only minor debris. Slight wear was observed on the cap button and pusher. There is a possibility that at some point these two mechanism created heat when coming into contact in the field but this couldn't be confirmed during testing as all temperatures were within the specification.

Event description:
In this event, a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.